Event description:
Following a pta/stenting treatment procedure, it was determined that the stent had thrombosed. An express billary ld stent was deployed at the target lesion in the pt's left common iliac. Placement of the stent in the 70-80% calcified lesion was successful although somewhat difficult due to the pt's tortuous anatomy and previous femoral-femoral bypass. One week later, the pt returned to the hosp complaining of leg pain. Angiography was performed and it was determined that the left common iliac had thrombosed including the stented area along with a previous femoral to femoral crossover graft. The pt was treated surgically requiring a bilateral aorta to femoral bypass and stent explantation. The pt is reported as 'fine' following the procedure; no add'l injury or compliacations were reported. It is noted that during implantation of the stent heparin was not administered and no anti-coagulant therapy was prescribed post stent implant.